Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received an "occlusion" alert shortly after completing a supply change. Blood glucose (bg) was elevated at 397 mg/dl. The agent advised waiting an additional hour to allow blood glucose (bg) to return to range. Follow-up calls on 28-aug-2025, 29-aug-2025, and 01-sep-2025 were unsuccessful, with no meaningful updates obtained. Outcome of the elevated blood glucose (bg) event remains unconfirmed. No information was received on the symptoms experienced by the user during the event.